Event description:
Balloon kyphoplasty procedure was performed on t12 burst fracture without apparent complication. There was no bone cement extravasation. After the procedure the patient had increased lower extremity weakness and loss of bladder control. Pre-operatively the patient had some muscle weakness and numbness of the lower extremities due to his multiple sclerosis (ms). Post-kyphoplasty radiographs revealed that a fragment of bone from the posterior wall of the treated vertebral body burst fracture was displaced and was compressing the spinal cord. A surgical decompression of the spinal cord was performed. The patient regained bladder control, but continues to require a wheelchair due to muscle weakness of his lower extremities.